Event description:
It was reported that during a cholecystectomy procedure, the clip could not be fed to the jaw properly at the fourth firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 12/05/2008. The analysis results found that the er420 instrument was returned with the jaws over twisted. The instrument was cycled, fed and it formed 4 clips and ejected 3 clips. However, it is known from the history that the over twisted jaws could cause ejected clips. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.